Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their pump replaced due to withdrawal. The patient's symptoms were spasm and pruritus. Please see manufacturer report 3004209178-2011-03622 for the events following replacement. The drug in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.